Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Patient representative reported right side "recall was mentioned","feel small changes in breasts", "heterogeneous structure, with a predominance of fibroglandular tissue and ripples on the right", "discomfort in breasts, irregular contours of the prostheses, linear calcifications on the posterior surface of the prostheses mainly on the right, foci of calcification between the posterior portion of the prosthesis and the right anterior chest wall, fibroglandular stroma over adipose tissue, double, isolated and radical echogenic lines, compatible with elastomer folds and multiple linear echogenic areas arranged in stair steps and fine internal debris". Probable intracapsular rupture of the implant confirmed with ultrasound, grade IV capsular contracture, ripples, "discomfort became severe pain and later unbearable, patient couldn't even let the shower water fall on the six, sex life was affected, the breast changed shape and the patient had a lot of fear, decreased vitality and fatigue". Usual ductal epithelial hyperplasia, dusctor dilatation with ectasia and cystification. Nonspecific peri-ductal/lobular chronic lymphocytic inflammation. Lobular atrophy. Stromal fibrosis. Simple adenosis. Fibroadenomatoid pattern. Lactiferous metaplasia ("pregnancy-simile" pattern change). Duct dilatation with ectasia and cystification. Nonspecific peri-ductal/lobular chronic lymphocytic inflammation. Stromal fibrosis. Fibrosis with sclerosis (cicatricial) associated with discrete nonspecific chronic inflammatory changes, dystrophic calcifications and synovial metaplasia. Device has been explanted.

Event description:
Patient representative reported right side "recall was mentioned","feel small changes in breasts", "heterogeneous structure, with a predominance of fibroglandular tissue and ripples on the right", "discomfort in breasts, irregular contours of the prostheses, linear calcifications on the posterior surface of the prostheses mainly on the right, foci of calcification between the posterior portion of the prosthesis and the right anterior chest wall, fibroglandular stroma over adipose tissue, double, isolated and radical echogenic lines, compatible with elastomer folds and multiple linear echogenic areas arranged in stair steps and fine internal debris". Probable intracapsular rupture of the implant confirmed with ultrasound, grade IV capsular contracture, ripples, "discomfort became severe pain and later unbearable, patient couldn't even let the shower water fall on the six, sex life was affected, the breast changed shape and the patient had a lot of fear, decreased vitality and fatigue". Usual ductal epithelial hyperplasia, dusctor dilatation with ectasia and cystification. Nonspecific peri-ductal/lobular chronic lymphocytic inflammation. Lobular atrophy. Stromal fibrosis. Simple adenosis. Fibroadenomatoid pattern. Lactiferous metaplasia ("pregnancy-simile" pattern change). Duct dilatation with ectasia and cystification. Nonspecific peri-ductal/lobular chronic lymphocytic inflammation. Stromal fibrosis. Fibrosis with sclerosis (cicatricial) associated with discrete nonspecific chronic inflammatory changes, dystrophic calcifications and synovial metaplasia. Device has been explanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Capsular contracture- breast: unable to observe since it is not related to the device. Wrinkling of the skin- breast: not observed. Crease/ folding of implant- breast and device wrinkling- breast: not observed. Calcification- breast: observed, white particles calcification-like were observed on the device. Inflammation/ irritation- breast: unable to observe since it is not related to the device. Anxiety - product/ procedure- breast: unable to observe since it is not related to the device. Fatigue- breast: unable to observe since it is not related to the device. Rupture- breast: not observed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.